Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluation: visual inspection of the returned device reveals that the plate has a bent arm. Potential cause: root cause was unable to be determined. It is possible that the patient's hard bone made the impaction of the plate so difficult that the plate bent and the cage fractured. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that cage and plate broke intra-operatively. The surgeon had difficulty installing the first plate, so he used the awl for the second plate. However, the awl would not install because the front of the cage had broken. The cage started to migrate towards the cord, so it was removed along with the plate. The cage was replaced with the same brand and a competitor's plate was used to complete the procedure. There was no reported patient impact. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00044

Event description:
It was reported that cage and plate broke intra-operatively. The surgeon had difficulty installing the first plate, so he used the awl for the second plate. However, the awl would not install because the front of the cage had broken. The cage started to migrate towards the cord, so it was removed along with the plate. The cage was replaced with the same brand and a competitor's plate was used to complete the procedure. There was no reported patient impact. This is report two of two for this event.